Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was unknown. The customer stated that when she connects the transmitter to the sensor, it does not blink. The customer reported a retracted sensor. The product was returned for analysis.